Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 2/12/2019 and 10/20/2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye due to patient complaint of vision not being clear, glare at night and visual disturbance. There was no patient injury but a limbal relaxation incision was performed. The explanted lens was replaced with a non-johnson and johnson iol. The patient outcome was excellent. No additional information was received.

Manufacturer narrative:
Additional information was received. As a result, the following fields have been updated: section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 1/7/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.